Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic aortic ulcer in zone one. A carotid to left subclavian artery bypass was not performed. There was no endoleak at the end of the procedure. It was reported that during a follow up scan, contrast in the ulcer was observed coming from an unknown origin. The physician does not know the cause of the event. No clinical sequelae were reported and the patient is being monitored with potential angiogram in the future.